Manufacturer narrative:
(B)(4). Corrections made to report. Upon further review, it was noted the patient experienced an unspecified gastrointestinal disorder which reportedly caused the peritonitis. Therefore, baxter peritoneal dialysis disposable products are no longer considered suspect in this peritonitis case. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient experienced a gastrointestinal disorder leading to the peritonitis and potentially experienced a use error/contamination of the disposables. The patient was hospitalized. On unreported date(s), the patient was treated with unspecified intraperitoneal medication " injected into pd solution for peritonitis " (medication, dosage, frequency, and duration not reported). Hospitalization was ongoing. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.